Event description:
Information was received by a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the device was not working. No patient symptoms were reported.